Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The company service representative found the floating printed circuit board (pcb) on the illuminator module and the host module to be nonconforming. It cannot be determined conclusively how these components became nonconforming. To resolve the issue, both components were replaced. As to which nonconforming component is related to the reported event cannot be determined conclusively. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host module and floating printed circuit board (pcb). It cannot be determined how these components became nonconforming. As to which nonconforming component is related to the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that prior to surgery an ophthalmic operating console system froze. An alternate console was obtained in order to perform the scheduled procedure. There was no patient involvement or patient harm.